Event description:
It was reported that the customer rec'd an occlusion alarm during basal delivery. The customer's blood glucose level was 500 mg/dl. The customer performed a system check which resulted in no insulin drops coming from the tubing or cartridge. The customer changed the infusion set. The customer had used the cartridge for 4 days.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog has been tested for up to 72 hours. The product has not been returned for eval. Should new relevant information become available a supplemental report will be submitted.